Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not responding to any battery and it stays off, no indication on screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information which was received and not included in the initial report is provided in sections b5, h7 and h9 with this report. Pump received with flashing white display. Unable to perform the displacement test, sleep current test, active current test and self-test due to flashing white display. Unable to download history files and traces using [thus] due to flashing white display. The pump was cut open to perform visual inspection and severe moisture damage on the [pcba 1 j6 & j7 / pcba 2 / force sensor / motor / harness assembly vibrator / corroded battery tube] was found. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, missing display window cover, cracked case battery tube, cracked case corner of belt clip rails, cracked battery tube threads, cracked case, cracked end cap, serial number label missing, cracked reservoir tube lip, cracked retainer, and corroded battery tube. Unable to verify keypad unresponsive/button error alarm due to flashing white display. Flashing white display was confirmed during analysis due to moisture damage on [pcba 1 j6 & j7 / pcba 2]. Exposure to moisture confirmed. Retainer ring damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Retainer ring recall details were added with this report.